Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the system wasn't work properly - "call to service" alarm appeared several times. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative in the ge healthcare repair depot performed multiple checks and diagnostics on the system but was unable to reproduce the reported issue. All service calibrations and checkout tests successfully passed. The system operates normally and was returned to the customer for use.